Event description:
During the positioning of a 25mm amplatzer cribriform occluder (aco), the left atrial disc assumed an incorrect form. The device was not implanted and removed from the patient. The aco was attempted to be deployed outside of the patient with no success. A second 25mm aco was used and implanted successfully using the first delivery system. The patient did not experience any adverse consequences and this event was not attributed to patient anatomy.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.